Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), implanted: (B)(4) 2008-09-10 product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(4) 2008, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(4) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(4) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(4) 2008, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the implantable neurostimulator (ins) was replaced after the patient saw the "doctor's face" a second time. It reportedly occurred because the patient didn't use it for a couple of weeks and the first time "it wasn't even that long that he didn't use stim." It was reportedly "brought back by trickle charge."

Event description:
It was reported the implantable neurostimulator (ins) was replaced after the patient saw the physician a second time. It reportedly occurred because the patient didn¿t use it for a couple of weeks and the first time ¿it wasn¿t even that long that he didn¿t use stim.¿ it was reportedly ¿brought back by trickle charge.¿